Manufacturer narrative:
Concomitant product: 5071-53 lead, implanted: (B)(6) 2015.

Event description:
It was reported that the patient experienced pre-syncope with lightheadedness; suffered long pauses with no pacing, and had an under lying rate in the 40s. The right ventricular (rv) lead triggered lead integrity alert (lia) for non-physiologic noise oversensing and sensing integrity counter (sic) causing inhibition of pacing. It was suspected that the lead was not fully inserted in the set screw of the implantable cardioverter defibrillator (ICD) device. An x-ray will be performed. Detections were turned off. The lead and device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.